Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The root cause of the reported issue was unknown. The extension cable was returned without the original packaging. Photo samples were submitted. However, no defects were noted. No visible defects were observed on the physical sample. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer was using the temperature sensing catheter from (B)(6) 2022, but the wire broke and low temperature was displayed. The temperature display was not corrected even after it was reinserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was using the temperature sensing catheter from (B)(6)2022, but the wire broke and low temperature was displayed. The temperature display was not corrected even after it was reinserted.